Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low pace impedance measurement of 250 ohms, which is low but still within normal specification limits. No cause was able to be identified via fluoroscopy. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low pace impedance measurement of 250 ohms, which is low but still within normal specification limits. No cause was able to be identified via fluoroscopy. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It was reported that while still in service, this rv lead had exhibited low out of range pace impedance measurements less than 200 ohms and loss of capture with no asystole, in addition to noise. Also, the patient was noted to not be pace therapy dependent. Again, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.